Event description:
It was reported that (1) er320 device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the surgeon attempted to clip the cystic duct, and clips didn't form properly. The duct fell off. The surgeon tried several clips with the same results. The surgeon then opened a new er320 and it worked fine. There was no consequence to the pt.